Manufacturer narrative:
The reported complaint of physical damage to the autopulse platform (sn: (B)(4)) was confirmed through visual inspection. The autopulse platform passed initial functional testing without any fault or error. However, the platform failed load cell characterization check during final testing. The root cause was due to defective load cells as a result of damage sustained due to mishandling. The load cells were replaced to remedy the issue. During the visual inspection of the returned platform, it was observed that the front and bottom enclosures was severely damaged, and the screw fittings were broken open. The physical damage appeared to be the characteristic of harsh impact as a result of user mishandling. The autopulse platform was manufactured in august 2017, and it is almost 3 years old. Front enclosure and bottom enclosure were replaced to remedy the fault. The archive data review showed no discrepancies. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
Customer reported that the bottom cover of the autopulse platform (sn: (B)(4)) has become loose, starting to separate from the platform. Nevertheless, the autopulse platform functions as intended. No patient involvement. On 03/18/2020, during device evaluation, the autopulse platform (sn: (B)(4)) failed the load cell characterization check during functional testing.